Event description:
It was reported to nova biomedical that a consumer received a result of 230 mg/dl on their blood glucose meter at 4:52am. The consumer administered 1.4 units of insulin based on the 230 readings. Later that morning, the consumer ate a sandwich for which she bolused 1.4 units of insulin the 15 grams on carbohydrates consumed. At 8:22am, the consumer experienced a hypoglycemic event which did not require any medical intervention. The consumer tested getting a result of 69 mg/dl. The consumer ate a donut immediately to help being up her blood sugar level. It was discovered at the time of the call, the consumer is transferring test strips from one vial and combining them with another vial which is against our directions for use. This practice may compromise the integrity of the test strips. The difference in the readings was determined to be clinically significant. The meter in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.